Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Using the pod 5 / page 44. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107. Advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported her daughter is having issues with skin irritation. She stated that the sites are the size of the adhesive patch (a little bit more by the cannula), red, bumpy, itchy, and scabs the next day. The patient saw a physician assistant at the doctor's office and was prescribed hydrocortisone.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in a skin irritation. The pod was found to have completed sterility within specification.